Event description:
Boston scientific crm received information via latitude red alert that this implantable cardioverter defibrillator (ICD) displayed high right ventricular (rv) pacing impedance measurements greater than 2000 ohms which could not be reproduced with isometrics. It was noted that there was no noise on the electrogram or any inappropriate episodes. The rv lead was a competitor's lead. A save to disk was performed and submitted for analysis. No adverse patient effects were reported. Additional information indicated during a office check, there was no rv lead data that was out of range. Ts discussed that if two measurements on the same day are done, the first measurement can trigger the alert and if the second measurement is within range, the device only reports the second in range value. Subsequent information indicated that another red alert was issued due to high pacing impedance measurements. Additional information indicated that the patient is being scheduled for surgical intervention. Additional information indicated that this device was explanted. The rv lead was explanted and a new pace/sense lead was successfully implanted.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.